Event description:
During a shoulder repair the anchor 'sheared off'. Sales rep indicated that the surgeon pre-drilled with the appropriate drill prior to insertion of the anchor. The broken piece of the anchor remains embedded in the pt's bone. The case was completed with an additional anchor and no pt injury or complications were noted.